Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer alleged pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) ranged from 30-180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy. The customer declined further assistance from tandem technical support regarding the pump software and low bg issue. No additional patient or event information was available.